Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope tip cover had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material adhered to the distal cover" (event 1) was presumed to have been due to physical damage to the device. It was unclear whether the reprocessing was carried out as per the instructions for use (IFU). The suggested phenomenon of "distal end cover is burnt"(event 2) was presumed to have been due to a high-energy endo therapy accessory being used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Suggested event 1 such events can be detected and prevented according to the following IFU: operation manual for gif/cf/pcf-290 series ¿chapter 3 preparation and inspection¿. Operation manual for gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) suggested event 2 such events can be detected and prevented according to the following IFU: operation manual for gif-h290t chapter 3 preparation and inspection: 3.3 inspection of the endoscope operation manual for gif-h290t ¿chapter 4 operation 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.